Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was not conducted because no serial number was provided. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump shut off during infusion. They stated that the pump infused for 45 minutes and then turned off. They did not state how long the infusion was scheduled for, or if the pump alarmed or not before it shut off. Mmdg did follow up with the initial reporter, who stated they had no further information. There was no patient impact reported. Complaint-(B)(4).